Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp. But was returned to olympus europa (B)(4). In the additional test, the testing indicated no microbial growth for the subject device. The manufacturing record of the subject device was reviewed without irregularity related to this event. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the subject device tested positive for pseudomonas aeruginosa during routine surveillance culturing test by the facility. The number of microbes and the portion of the subject device, where the microbes were detected, were not reported. The subject device had been brushed manually using a non-olympus cleaning brush(racoon) and disinfected using non-olympus automated endoscope reprocessor(steris, hamo endoclean ptx+) with glutaraldehyde(neodisher endo clean). After reprocessing, the subject device was stored in an unspecified storage cabinet. There was no report of patient infection associated with this report.